Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned sample and inventory product. The customer provided an on control coaxial biopsy tray. The bone legion ejector rod going through the 13 gauge bone legion needle which was going through the bone access cannula. These components were stuck together from dried blood. The end of the bone legion needle had broken off. Approx. 0.429 in. Are missing. Just before the break, the needle diameter had expanded indicating the break was from torsional stress. This prevented the removal of the bone access cannula, explaining why the components were returned together. Because the needle could no longer be removed, the clinician must have removed them together and then used the ejector rod to retrieve the biopsy sample. Three products from inventory were subjected to simulated use testing. Breakage could only be reproduces in the cortical sawbone when off axial force was applied during insertion. The potential cause is operational context. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a femur lesion bone biopsy being performed in the CT department, the surgeon felt a "pop" after the needle was placed. When the needle was removed, the tip of the needle remained in the lesion. It is unknown if the needle tip was left in the patient or removed.